Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01560. Follow up information identified the infection has not cleared yet.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01560. It was reported the patient developed an infection and underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. The infection involved the entire scs system. The patient was treated with oral antibiotics.